Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken. Missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer reported via phone call that the transmitter never flashed when it was connected with the sensor. Customer's blood glucose was 77 mg/dl. Customer reported there was no probe on the end of the sensor. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.